Manufacturer narrative:
Pending engineering evaluation. Concomitant device(s): tibial tray (cn: 200-04-22, sn: (B)(4)).

Event description:
Tibial tray was loose and poly was worn. Revised to stemmed tibial tray and crc insert. The devices will not be returned for evaluation as the hospital would not allow to be sent out.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the tibial tray and the bone, which may have led aseptic (non-infected) tibial loosening. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear. However, this cannot be confirmed as the explants were not available for evaluation. (D11) concomitant device(s): tibial tray (cn: 200-04-22, sn: (B)(6)).